Event description:
It was reported that during implant, the lead exhibited high capture threshold and intermittent capture. The lead was not implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.